Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 435 mg/dl with confusion, nausea, shortness of breath, and vomiting. It was reported that the patient was hospitalized and treated with intravenous fluids and insulin via injection. It was reported that the basal delivery totals in the pump's total daily dose history did not match the user programmed active basal program total and there was no known cause for variation. This complaint is being reported because the reported serious injury was attributed to an inaccurate delivery issue of unknown cause.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 09/24/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump behavior or related issues. A manual time change occurred on (B)(6) 2015 from 23:37 to 02:36. The pump was manually suspended on (B)(6) 2015 at 13:52 and was manually resumed at 14:21. The basal history shows a basal rate of 0.00 units from (B)(6) 2015 14:28 to (B)(6) 2015 21:01. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, investigation revealed the display screen was discolored. A battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).